Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, during a preoperative checkout, the auxiliary flowmeter was noted to be not functional. There was no report of patient involvement.

Manufacturer narrative:
Device was not returned to ge healthcare for evaluation. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative trimmed the tubing end and reattached to the outlet barb of the oxygen supply. The unit was returned to service. The exact root cause of the reported complaint cannot be determined as the tubing was not available for analysis.